Event description:
The following is based on patient medical records: (B)(6) 2014, patient underwent repair of recurrent bilateral inguinal hernia with the placement of one right and one left 3dmax mesh. On (B)(6) 2014- patient presented with abdominal pain and nausea for which he was admitted and treated conservatively with ng tube for small bowel obstruction. The patient was dehydrated and reported to be in poor health. On (B)(6) 2014, fecal matter began to aspirate through the ng tube. The benefits vs risks of surgery were discussed and the decision was made to perform a bowel resection. The patient was taken to the operating room and underwent small bowel resection. The surgeon noted distended small bowels with a point of obstruction in the right iliac fossa where a knuckle of small intestine got stuck to the top edge of the mesh (3dmax right). The mesh appeared to have migrated into the peritoneal cavity from the pre-peritoneal space, where it was placed. Most of this mesh was removed. The 3dmax left was noted to be in place and not causing any problems. The patient did not tolerate the procedure well and his blood pressure began to drop, he was transferred to the ICU. (B)(6) 2014, the patient continued to deteriorate and passed away.

Manufacturer narrative:
The patient's clinical course during these events appears to have been complicated by his age and weakened state of health prior to surgical intervention. The medical records provided did not include a death certificate or autopsy report, nor was there a cause of death listed. The reason for the migration is unknown. At this time, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the patient outcome. Adhesions is a known possible adverse event listed in the IFU. A lot number has not been provided, nor was the explanted mesh returned to davol for evaluation. This MDR includes all patient, event and device info davol has rec'd to date. If add'l info is obtained, a f/u MDR will be submitted.